Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Event description:
It was reported that the stimulator was removed on the date of this report. It was noted that it never relieved the patient¿s low back pain ¿at all.¿ it was noted that stimulation was too strong in the legs to feel it in the back. The patient was reprogrammed four times to try to make it better. Additional information received reported that the manufacturing representative had heard from the healthcare professional (hcp) that the patient was explanted. It was not known how the patient was doing. Additional information was requested but was not available at the date of this report.

Event description:
Additional information reported that the entire system was explanted on 2013-(B)(6). The event was caused because of ¿failure of therapy.¿ it was reported that the patient did not require hospitalization due to the event. It was reported that the patient outcome was ¿no injury.¿ it was reported that there was ¿good coverage but ineffective benefit, patient requested explantation.¿